Event description:
It was reported to physio-control that the customer's device did not shock during patient treatment. There was patient use associated with the reported event however, no information regarding the patient outcome was provided. No further information on the event or patient details were provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control performed several attempts to obtain more information regarding the reported event and to have the device returned for evaluation. No response was received and the device was not returned to physio-control for evaluation. A cause of the reported issue could therefore not be returned.